Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) herniated reservoir. The reservoir was deflated, repositioned, inflated and reconnected. There were no further complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.